Event description:
Fragile pt requiring intra-aortic balloon pump; cpu alert alarmed "system failure, contact field service team". When alarm sounds, it caused pump to cease functioning; pt progressed from bradycardia to asystole before cpu could be changed.